Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened dome. No cosmetic damage noted.

Event description:
The customer reported that the insulin pump escape button became unresponsive. The blood glucose reading was 150 mg/dl. The customer did not recall any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.